Event description:
The caller reported they were using a high volume low pressure endotracheal tube, when the pt's trachea ruptured. He stated that pt expired. He did not retain the endotracheal tube and does not have the lot number of this endotracheal tube.

Manufacturer narrative:
Per covidien vice president of medical affairs, a review of the info provided by the customer found there was no device fault that was clearly causative of the reported event. Covidien continues to follow up with the customer.